Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, hepatic disease since 2014, mitral valve prolapse, fibromyalgia since 2015, cardiac arrhythmia, seizures, anxiety since 2015, depression since 2015, bipolar disorder since 2015, gerd since 2014, chronic kidney disease since 2014 and arthritis since 2011. Concomitant products included bupropion from 2013 to 2014, buspirone from 2013 to 2014, calcium with vitamin d since 2011, cetirizine hydrochloride (zyrtec) since 2013, codiphen (fiorinal codeina) since 2014, cyclobenzaprine hydrochloride (flexeril) since 2015, dicycloverine hydrochloride (bentyl) since 2015, escitalopram oxalate (lexapro) since 2016, estradiol (estrace) since (B)(6) 2015, estrogens conjugated (premarin) since 2015, gabapentin from 2014 to 2018, hydroxyzine hydrochloride (hydroxizine) since 2015, ibuprofen since 2015, iron since 2015, linaclotide (linzess) since 2014, lithium since (B)(6) 2017, meloxicam since 2015, metformin since 2014, mirtazapine (remeron) since 2015, morniflumate (flomax (morniflumate)) since 2016, multivitamin since 2016, omeprazole since 2014, ondansetron since 2014, oxycocet (percocet) since 2010, propranolol (inderal), risperidone since 2015, sumatriptan (imitrex) from 2014 to 2017, tizanidine since 2017, topiramate (topamax) since 2015, trazodone since (B)(6) 2017 and vitamin-b-komplex standard (vitamin b complex) since 2015. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), injury ("severe physical injuries"), anger ("hormonal changes describe: anger"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), female sterilisation ("tubal ligation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss."), gastrointestinal disorder ("gastrointestinal or digestive system condition type:,") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy.), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, injury, anger, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, dysuria, migraine, headache, endometriosis, tooth disorder, allergy to metals, female sterilisation, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, gastrointestinal disorder and mental disorder outcome was unknown and the dyspareunia had resolved. The reporter considered allergy to metals, alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, female sterilisation, gastrointestinal disorder, genital haemorrhage, headache, injury, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: anger, infection (bladder/ urinary tract/vaginal) type, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, dental problems, nickel allergy, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, gastrointestinal or digestive system condition type, psychological or psychiatric problems condition, essiure confirmation test not performed. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic"), rectal haemorrhage ("abnormal bleeding (general): rectal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 23-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included seizures, depression in 2015, bipolar disorder in 2015, gerd in 2014, dysmenorrhea, gerd, esophagitis aggravated, constipation, diarrhoea, polyp, liver disorder, depression, irritable bowel syndrome, post-traumatic stress disorder and bipolar disorder. Previously administered products included for an unreported indication: aspirin, morphine, flagyl and codeine. Past adverse reactions to the above products included hypersensitivity with aspirin and morphine; pruritus with codeine; and urticaria with flagyl. Concurrent conditions included body mass index normal, hepatic disease since 2014, mitral valve prolapse, fibromyalgia since 2015, cardiac arrhythmia, anxiety since 2015, chronic kidney disease since 2014, arthritis since 2011, follicular cyst of ovary, corpus luteum cyst, back pain, cervical dysplasia and ovarian cyst (right). Concomitant products included anaesthetics (anesthesia), bupropion from 2013 to 2014, buspirone from 2013 to 2014, calcium with vitamin d since 2011, cefazolin sodium (ancef), cetirizine hydrochloride (zyrtec) since 2013, codiphen (fiorinal codeina) since 2014, cyclobenzaprine hydrochloride (flexeril) since 2015, dicycloverine hydrochloride (bentyl) since 2015, escitalopram oxalate (lexapro) since 2016, estradiol (estrace) since (B)(6) 2015, estrogens conjugated (premarin) since 2015, gabapentin since 2014, hydroxyzine hydrochloride (hydroxizine) since 2015, ibuprofen since 2015, iron since 2015, linaclotide (linzess) since 2014, lithium since (B)(6) 2017, meloxicam since 2015, metformin since 2014, mirtazapine (remeron) since 2015, morniflumate (flomax (morniflumate)) since 2016, multivitamin since 2016, omeprazole since 2014, ondansetron since 2014, oxycocet (percocet) since 2010, propranolol (inderal), risperidone since 2015, sumatriptan (imitrex) since 2014, tizanidine since 2017, topiramate (topamax) since 2015 and vitamin-b-komplex standard (vitamin b complex) since 2015. In 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("pain: right upper quadrant"). In (B)(6) 2010, the patient experienced seizure ("seizures/last seizures before essure 2004"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"). In (B)(6) 2011, the patient experienced mood swings ("mood swings, I would have rages for no reason"). In 2011, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), migraine ("migraines/worsened on essure now need prescription medicine insetead of otc"), headache ("headaches/worsened on essure now need prescription medicine insetead of otc/pain: headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression/only diagnosed with depression prior to essure"), hepatic function abnormal ("gastrointestinal or digestive system condition type: liver deficiency"), constipation ("gastrointestinal or digestive system condition type: constipation"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), gastrointestinal polyp ("gastrointestinal or digestive system condition type: polyp") and oesophagitis ("gastrointestinal or digestive system condition type: grade a esophagitis"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criteria medically significant and intervention required), anger ("hormonal changes describe: anger"), teeth brittle ("dental problems: my teeth crumbling out of my head"), alopecia ("hair loss."), bipolar disorder ("bipolar"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with trazodone, norethisterone acetate (aygestin), surgery (davinci robohysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy.), surgery (removed a polyp), surgery (ablation ((B)(6) 2011)) and surgery (ablation ((B)(6) 2011)). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the rectal haemorrhage, vaginal haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, anger, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, endometriosis, teeth brittle, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, bipolar disorder, depression, anxiety, hepatic function abnormal, post-traumatic stress disorder, constipation, urinary incontinence, irritable bowel syndrome, seizure, diarrhoea, gastrooesophageal reflux disease, gastrointestinal polyp, mood swings, nausea, oesophagitis, abdominal pain upper and fibromyalgia outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anger, anxiety, bipolar disorder, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal polyp, gastrooesophageal reflux disease, headache, hepatic function abnormal, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, oesophagitis, pelvic pain, post-traumatic stress disorder, rectal haemorrhage, seizure, teeth brittle, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: endometriosis, dyspareunia, pelvic pain, urinary incontinence, menorrhagia, pelvic pain , (confirming), endometriosis, vaginal discharge, seizures, headaches, anxiety, depression, gerd were added." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, hepatic disease since 2014, mitral valve prolapse, fibromyalgia since 2015, cardiac arrhythmia, seizures, anxiety since 2015, depression since 2015, bipolar disorder since 2015, gerd since 2014, chronic kidney disease since 2014 and arthritis since 2011. Concomitant products included bupropion from 2013 to 2014, buspirone from 2013 to 2014, calcium with vitamin d since 2011, cetirizine hydrochloride (zyrtec) since 2013, codiphen (fiorinal codeina) since 2014, cyclobenzaprine hydrochloride (flexeril) since 2015, dicycloverine hydrochloride (bentyl) since 2015, escitalopram oxalate (lexapro) since 2016, estradiol (estrace) since february 2015, estrogens conjugated (premarin) since 2015, gabapentin from 2014 to 2018, hydroxyzine hydrochloride (hydroxizine) since 2015, ibuprofen since 2015, iron since 2015, linaclotide (linzess) since 2014, lithium since january 2017, meloxicam since 2015, metformin since 2014, mirtazapine (remeron) since 2015, morniflumate (flomax (morniflumate)) since 2016, multivitamin since 2016, omeprazole since 2014, ondansetron since 2014, oxycocet (percocet) since 2010, propranolol (inderal), risperidone since 2015, sumatriptan (imitrex) from 2014 to 2017, tizanidine since 2017, topiramate (topamax) since 2015, trazodone since january 2017 and vitamin-b-komplex standard (vitamin b complex) since 2015. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), injury ("severe physical injuries"), anger ("hormonal changes describe: anger"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), dysuria ("urinary problems"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), female sterilisation ("tubal ligation"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss."), gastrointestinal disorder ("gastrointestinal or digestive system condition type:,") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy.), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, injury, anger, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, dysuria, migraine, headache, endometriosis, tooth disorder, allergy to metals, female sterilisation, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, gastrointestinal disorder and mental disorder outcome was unknown and the dyspareunia had resolved. The reporter considered allergy to metals, alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, female sterilisation, gastrointestinal disorder, genital haemorrhage, headache, injury, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: anger, infection (bladder/ urinary tract/vaginal) type, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, dental problems, nickel allergy, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, gastrointestinal or digestive system condition type, psychological or psychiatric problems condition, essiure confirmation test not performed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic"), rectal haemorrhage ("abnormal bleeding (general): rectal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 23-year-old female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included seizures, depression in 2015, bipolar disorder in 2015, gerd in 2014, dysmenorrhea, gerd, esophagitis aggravated, constipation, diarrhoea, polyp, liver disorder, depression, irritable bowel syndrome, post-traumatic stress disorder and bipolar disorder. Previously administered products included for an unreported indication: aspirin, morphine, flagyl and codeine. Past adverse reactions to the above products included hypersensitivity with aspirin and morphine; pruritus with codeine; and urticaria with flagyl. Concurrent conditions included body mass index normal, hepatic disease since 2014, mitral valve prolapse, fibromyalgia since 2015, cardiac arrhythmia, anxiety since 2015, chronic kidney disease since 2014, arthritis since 2011, follicular cyst of ovary, corpus luteum cyst, back pain, cervical dysplasia and ovarian cyst (right). Concomitant products included anaesthetics (anesthesia), bupropion from 2013 to 2014, buspirone from 2013 to 2014, calcium with vitamin d since 2011, cefazolin sodium (ancef), cetirizine hydrochloride (zyrtec) since 2013, codiphen (fiorinal codeina) since 2014, cyclobenzaprine hydrochloride (flexeril) since 2015, dicycloverine hydrochloride (bentyl) since 2015, escitalopram oxalate (lexapro) since 2016, estradiol (estrace) since february 2015, estrogens conjugated (premarin) since 2015, gabapentin since 2014, hydroxyzine hydrochloride (hydroxizine) since 2015, ibuprofen since 2015, iron since 2015, linaclotide (linzess) since 2014, lithium since (B)(6) 2017, meloxicam since 2015, metformin since 2014, mirtazapine (remeron) since 2015, morniflumate (flomax (morniflumate)) since 2016, multivitamin since 2016, omeprazole since 2014, ondansetron since 2014, oxycocet (percocet) since 2010, propranolol (inderal), risperidone since 2015, sumatriptan (imitrex) since 2014, tizanidine since 2017, topiramate (topamax) since 2015 and vitamin-b-komplex standard (vitamin b complex) since 2015. In 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("pain: right upper quadrant"). In (B)(6) 2010, the patient experienced seizure ("seizures/last seizures before essure 2004"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/pain: painful intercourse"). In june 2011, the patient experienced mood swings ("mood swings, I would have rages for no reason"). In 2011, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), migraine ("migraines/worsened on essure now need prescription medicine insetead of otc"), headache ("headaches/worsened on essure now need prescription medicine insetead of otc/pain: headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("psychological or psychiatric problems condition: depression/only diagnosed with depression prior to essure"), liver disorder ("gastrointestinal or digestive system condition type: liver deficiency"), constipation ("gastrointestinal or digestive system condition type: constipation"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), polyp ("gastrointestinal or digestive system condition type: polyp") and oesophagitis ("gastrointestinal or digestive system condition type: grade a esophagitis"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criteria medically significant and intervention required), anger ("hormonal changes describe: anger"), teeth brittle ("dental problems: my teeth crumbling out of my head"), alopecia ("hair loss."), bipolar disorder ("bipolar"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with trazodone, norethisterone acetate (aygestin), surgery (davinci robohysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy.), surgery (removed a polyp) and surgery (ablation ((B)(6) 2011)). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the rectal haemorrhage, vaginal haemorrhage and menorrhagia had resolved. At the time of the report, the pelvic pain, anger, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, endometriosis, teeth brittle, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, bipolar disorder, depression, anxiety, liver disorder, post-traumatic stress disorder, constipation, urinary incontinence, irritable bowel syndrome, seizure, diarrhoea, gastrooesophageal reflux disease, polyp, mood swings, nausea, oesophagitis, abdominal pain upper and fibromyalgia outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anger, anxiety, bipolar disorder, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrooesophageal reflux disease, headache, irritable bowel syndrome, liver disorder, menorrhagia, migraine, mood swings, nausea, oesophagitis, pelvic pain, polyp, post-traumatic stress disorder, rectal haemorrhage, seizure, teeth brittle, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: endometriosis, dyspareunia, pelvic pain, urinary incontinence, menorrhagia, pelvic pain , (confirming), endometriosis, vaginal discharge, seizures, headaches, anxiety, depression, gerd were added." Most recent follow-up information incorporated above includes: on 12-jun-2018: reporter information was updated. This case concerns 23 year old patient. Her historical concition/medication, concurrent conditions were added. Treatment medication was added. Following events: (abnormal bleeding (general): rectal bleeding (previously coded as genital bleeding), teeth brittle dental problems: my teeth crumbling out of my head (updated), bipolar, psychological or psychiatric problems condition: depression/only diagnosed with depression prior to essure: depression/only diagnosed with depression prior to essure, anxiety, gastrointestinal or digestive system condition type: liver deficiency, ptsd (post-traumatic stress disorder), gastrointestinal or digestive system condition type: constipation, bladder or urinary problems or changes: incontinence, gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome), seizures/last seizures before essure 2004, gastrointestinal or digestive system condition type: diarrhea, gastrointestinal or digestive system incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.